Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The device was not returned for investigation. However, the data stick was returned. The root cause of high purge pressure was most likely biomaterial as it was able to be resolved by adding tpa. B5, d6a, d6b.

Event description:
There is not enough information to associate use of device with outcome.

Event description:
The user facility reported a 77-year-old female was implanted with an impella device and high purge pressure was experienced during patient support. Tpa was added to the purge line to manage the issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿